Event description:
It was reported that this event involved a liver transplant patient undergoing a "transjugular" liver biopsy. A 19ga 60cm needle was used with the introducer sheath for two biopsies. When the needle was being advanced through the sheath, resistance was felt and the needle caught in the sheath. And the sheath tip detached. The tip is lodged in the right hepatic vein. There were no patient complications, and the sheath tip was left in place since the patient's condition did not degrade due to this separation.